Event description:
Event description boston scientific received information that this event was created due to analysis. The device was explanted and returned due to end of life with no allegation against the device function. This device was included in the hermetic seal advisory population.